Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl at unknown concentration and dosage via an implantable infusion pump. The patient had medical history of chronic pain. It was reported that the pump and the catheter was explanted on (B)(6) 2018 due to suspected infection. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue had been resolved and the patient status was alive with no injury at the time of the report. No further complication was reported.